Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported during a da vinci assisted prostatectomy surgical procedure that the surgeon felt instrument is not functioning properly, when analyzed thread has broken. The procedure was completed with no reported injury.